Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that in (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels were 222, 286,272,250s and heparin was given. A pre-implant balloon valvuloplasty done with a 20mm non-abbott balloon. The valve was re-sheathed 2 times due to implant depth was too high. The valve was implanted. The final implant depth was 6.03mm on the non-coronary cusp (ncc) and 6.94mm on left-coronary cusp (ncc). A post-implant balloon valvuloplasty done with a 20mm non- balloon due to trace for perivalvular leak (pvl). After the implant, a left bundle branch block (lbbb) was noted. On (B)(6) 2025, a dual chamber pacemaker was implanted in the patient. The patient required a prolonged hospitalization.

Manufacturer narrative:
An event of left bundle branch block and paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported left bundle branch block and paravalvular leak could not be conclusively determined. The reported unexpected medical intervention, and surgical intervention were due to case-specific circumstances. Following implantation, a post-bav was performed. Eventually, a permanent pacemaker was implanted, and the patient was hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that in (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels were 222, 286,272,250s and heparin was given. A pre-implant balloon valvuloplasty done with a 20mm non-abbott balloon. The valve was re-sheathed 2 times due to implant depth was too high. The valve was implanted. The final implant depth was 6.03mm on the non-coronary cusp (ncc) and 6.94mm on left-coronary cusp (ncc). A post-implant balloon valvuloplasty done with a 20mm non- balloon due to trace for perivalvular leak (pvl). After the implant, a left bundle branch block (lbbb) was noted. On (B)(6) 2025, a dual chamber pacemaker was implanted in the patient. The patient required a prolonged hospitalization.